Manufacturer narrative:
It was reported that positive cultures of mycobacterium were found in patients that had bronchoscopy procedures with endoscopes that were disinfected in a medivators cer-2 optima automated endoscope reprocessor. The facility mentioned that they tested patient cultures by flushing the cultures with sterile water at the end of the procedure and then tested that sample which tested positive. No actual patient biopsy pieces were tested for the bacteria. It was also reported that incoming unfiltered facility water tested positive for mycobacterium as well as the aer's basin drain, post filtration water, and water coming from hookups. It was predicted this bacteria was in the water not the patient. Medivators clinical specialist and medivators technical specialist has been in contact with this facility. Recommendations were made to the facility that the 1.0 and 0.2 micron filters be changed and replaced with medivators brand filters, and a waterline disinfection be performed. It was also recommended that additional cultures be obtained from the water exiting the hookup connectors immediately after wld. The facility has yet to share or contact medivators with the results of this evaluation, therefore conclusion not yet available. The cer-2 optima was evaluated and was operating according to specification. Medivators rapicide gluaraldehyde hld have been tested to successfully kill mycobacterium. There are no reports of patient related infections from this organism. This complaint will continue to be monitored and maintained within medivators complaint system. On may 16th, 2016 - medivators field staff received notice that this facility continues to have issues with their scopes testing positive for mycobacterium cultures. It has been determined that this facility is not performing water line disinfection correctly. During investigation, it was discovered that they were not using the appropriate contact time for sanitizing at ambient temperature in accordance with the rapicide glutaraldehyde hld instructions for use. Medivators clinical staff and microbiology director has been in close contact with this facility to examine their processes. Medivators has requested samples from the facility so an internal investigation can be conducted by medivators micro team. To date, no samples have been returned. No reported patients affected.

Event description:
It was reported that positive cultures of mycobacterium were found in patients that had bronchoscopy procedures with endoscopes that were disinfected in a medivators cer automated endoscope reprocessor.

Manufacturer narrative:
It was reported that positive cultures of mycobacterium were found in patients that had bronchoscopy procedures with endoscopes that were disinfected in a medivators cer-2 optima automated endoscope reprocessor. The facility mentioned that they tested patient cultures by flushing the cultures with sterile water at the end of the procedure and then tested that sample which tested positive. No actual patient biopsy pieces were tested for the bacteria. It was also reported that incoming unfiltered facility water tested positive for mycobacterium as well as the aer's basin drain, post filtration water, and water coming from hookups. It was predicted this bacteria was in the water not the patient. Medivators clinical specialist and medivators technical specialist has been in contact with this facility. Recommendations were made to the facility that the 1.0 and 0.2 micron filters be changed and replaced with medivators brand filters, and a waterline disinfection be performed. It was also recommended that additional cultures be obtained from the water exiting the hookup connectors immediately after wld. The facility has yet to share or contact medivators with the results of this evaluation, therefore conclusion not yet available. The cer-2 optima was evaluated and was operating according to specification. Medivators rapicide gluaraldehyde hld have been tested to successfully kill mycobacterium. There are no reports of patient related infections from this organism. This complaint will continue to be monitored and maintained within medivators complaint system.

Event description:
It was reported that positive cultures of mycobacterium were found in patients that had bronchoscopy procedures with endoscopes that were disinfected in a medivators cer automated endoscope reprocessor.